Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that the patient did not calibrate since seeing the inaccuracy. The animas viber user's guide states: your sensor glucose readings may be inaccurate if you calibrate less than every 12 hours. At the time of contact, no injury or medical intervention was reported.